Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method for insulin therapy.